Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. After deployment of the first mitraclip, it became an slda of the anterior leaflet. It was noted that visualization was difficult due to shadowing from the device. An additional clip was implanted to stabilize the slda clip. The procedure was successful, and the mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with imaging difficulty. The cause of the reported incomplete coaptation associated with the single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.